Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Generic statement: additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip broken. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life, manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.